Manufacturer narrative:
The device history record, (B)(4), ln: 29352422, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the physician. The physician mentioned that the pump did not flow and the most recent refill had 30ml in it after 5 days. The haps scan was completely normal. The patient required an unplanned pump angiogram and pump replacement surgery. The pump (sn: (B)(6) was explanted on (B)(6) 2025 and replaced with pump serial number: (B)(6). According to the physician, the new pump is flowing normal, and the patient began treatment. As previously mentioned, the pump was explanted and is in the process of being returned to intera oncology. Once the pump is returned and investigated, we'll submit a supplemental report. Therefore, the causes of this incident are inconclusive.

Event description:
Intera oncology received a report from physician that pump#: (B)(6) is slow flowing. The pump was implanted on (B)(6) 2025. The pump's flow rate is 1.2ml/day. At the first refill the infusion team got back 28mls.

Event description:
Intera oncology received a report from physician that pump # (B)(6) is slow flowing. The pump was implanted on (B)(6) 2025. The pump's flow rate is 1.2ml/day. At the first refill the infusion team got back 28mls.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera 3000 hepatic artery infusion pump was returned to intera oncology. The interior and exterior packaging for the pump was intact. There was no apparent damage to the pump. The catheter was received cut close to the pump. During the investigation, a couple of tests were done to confirm device performance. The aspiration test, bolus test, inadvertent bolus test, and pressure/volume test all passed and met specification. The result of the or prep and 7-day flow test did not pass and did not meet specifications. In addition, CT scan/x-ray was done and confirms there was no blockage. Destructive analysis was done and when the filter was cut out of the pump, it was determined to be plasticized. Therefore, the root cause of the pump not being able to flow was a result of an occluded filter. The filter became plasticized and therefore prevented flow from the drug reservoir.